Event description:
At approximately 0600, mother of child poured 1 oz of formula from a previously sealed bottle of alimentum formula into a another container (plastic bottle by another manufacturer) on which the seal had been previously broken. The baby refused the formula and mother poured it down the sink at which time the mother reported to nursing a tack had been found in the sink after pouring out the formula. Both the tack and bottle of alimentum were given to the nursing staff.